Event description:
A facility reported a perforator (ID 261221) suddenly "popped open" during drilling. The drill head snapped open the moment it passed through the deepest layer of bone. As a result, the broken-off drill head (which was in the skull) had to be manually unscrewed with pliers. No patient consequences and the event did not led to surgical delay. The drill used with the perforator was an electric medtronic drill. The perforator clicked in place with the drill and the recommended spring tests were performed between each burr hole. The angle of approach was perpendicular as the IFU states and a perpendicular approach was maintained through the drilling process. There was a constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - visual inspection with unaided eye: the unit was soiled and arrived disassembled. A proud weld could be felt. Unit successfully passed the spring test and functioned as designed. Unit successfully drilled 5 holes, and the perforator functioned as designed. Complaint was verified. Unit passed all functional tests. The proud weld may have been the cause for this complaint. Root cause - evaluation of the returned unit confirmed the presence of a proud weld. The deficiency was identified as a related cause. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Event description:
N/a.